Event description:
It was reported (B)(6) communication could not be established with the ipg via either the patient programmer or charging system. This ipg is from a sales representative's stock and was returned to the manufacturer for analysis. There was no patient involvement.

Manufacturer narrative:
Evaluation results: the complaint of the inability to charge or communicate with the ipg was confirmed. During the initial testing the ipg communicated normally with the bluescreen utility and patient programmer. The bluescreen utility showed the battery voltage was 3.186v; there was also an over-range error with the ipg current calculated at 5.9ma, which is above the maximum of 13ua. A visual inspection of the ipg did not reveal any discrepancies. Electrical analysis confirmed capacitor c52 was leaking, which resulted in the low battery disconnect circuit declaring a low battery. Once the low battery was declared, the device inhibits further ipg battery charging. A failure to communicate was also observed int eh field. If communication is attempted immediately after a failed attempt to charge, the ipg will not communicate with the patient programmer. There is a time out routine that the ipg cycles through if a failure to charge occurs. This time out is a normal function of the device. C52 was isolated from the low battery circuit and normal ipg charging was observed during analysis. The device was subjected to a functional test on automated test equipment (ate) with c52 isolated from the circuit. This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.